Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709, serial/lot #: (B)(4), ubd: 14-jan-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 2,000 mcg/ml lioresal at a dose of 1,800 mcg/ml. It was reported that the patient had intermittent relief from the pump. There were no environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting included accessing the pump with a cap kit. They successfully aspirated the catheter, injected contrast and noted extravasation of dye outside the catheter near the back. The catheter was primed by the hcp. Surgery to revise or replace will be done in the future. Surgery was planned, but not scheduled.